Manufacturer narrative:
The device was not explanted post-mortem and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after the implant procedure, this device was checked and no abnormalities were observed. Three days post-implant, the patient passed away while still in the hospital. The cause of death was unknown. The patient was pacemaker dependent. Three hours before the patient died, a sudden pacing failure occurred. The cause of the pacing failure was not known; however, this was not suspected to be a device malfunction and there were no allegations that the use of the pacemaker system caused or contributed to the patient's death. It was reported the patient was (B)(6) and mostly bedridden, but had managed to walk unassisted despite a decrease in strength.